Event description:
A consumer reported four false positive sars results for 1 patient over an 18 day period. The consumer communicated the results were confirmed negative by molecular (pcr testing). The consumer had a sore throat and runny nose. Report 2 of 4.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.